Manufacturer narrative:
The insulin pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. The part that locks the reservoir in had only half of it left and was gradually snapping off. The customer had to use tape to hold the reservoir in. The customer was not sure how the damage occurred. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.